Manufacturer narrative:
(B)(4). The device has been received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported event. A review of the device event log was unable to identify a failure or malfunction that could have cause or contributed to the reported event. Similarly, a review of the device history and service history revealed no issues that could have caused or contributed to the patient passing away. During evaluation, the device passed electrical and functional testing and was determined to meet performance specifications. A visual inspection was performed with no issues noted. Upon conclusion of the investigation, the cause of the reported event could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced respiratory issues, while performing pd therapy. The patient?s nurse (rn) had contacted a baxter technical service representative (tsr) for assistance in ending therapy. The rn was taking the pt to the hospital for respiratory issues (unspecified). The tsr provided assistance as requested. Two days later, the patient passed away at the local hospital. It was unknown if the patient was connected to the hc device at the time of death. Additional information was requested but is not available.